Event description:
This x-ray system stopped functioning with patient on table. An error light came on indicating either a camera, cable, or circuit board problem.

Manufacturer narrative:
Eval, method, results & conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.